Event description:
It was reported that the patient presented at the emergency room having near syncope episodes. Upon interrogation, it was noted that the pacemaker exhibited failure to capture and had resulted in syncope episodes in the past. Programming changes were performed. There were no patient consequences.